Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Subsequently, a revision procedure was completed. The explanted device is not expected to be returned; patient wanted to keep device as souvenir. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.